Manufacturer narrative:
The customer¿s experience with occlusion alarms when infusing unspecified fluids was confirmed in the source lvp¿s event log, however testing failed to replicate a false patient side occlusion alarm on the source lvp. The review of the source lvp event log identified 18 patient side occlusions. The most recent occurred on (B)(6) 2017, where 9 patient side occlusions were recorded. During the infusion, the log records the user¿s changing ¿pressure limit¿ setting. The changes made had no affect and the source lvp which continued to alarm. It is possible the administration set or an extension with a micron filter occluded and was not visibly detected by the user. Note: the administration set was not returned. Functional testing using asm v9.8 analog test and patient side occlusion test performed on the source lvp found the device operating in specifications. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported occlusion alarms when infusing unspecified fluids. The event occurred in nicu. There was no report of patient harm.